Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, error e231 (exact error code was unknown) occurred, and the image turned a little white. After ltf-s190-5 was reconnected and the otv-s190 was re-powered, the issue was resolved. While the procedure, the back panel of the trolley was opened and it was found that scope communication error b31 occurred. The procedure was completed by exchanging to another scope. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to olympus. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2, g3. G2: checked "other" to add the country japan. G3: correction to g3 of the initial medwatch. The aware date should be 07-jan-2022. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the b31 error code occurs when there is a communication problem between the scope and the processor. The opening of the back panel may have impacted the cables. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.